Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower was not completely seated in the blower bellows. The blower was repositioned to address the issue.